Manufacturer narrative:
The device is unavailable for evaluation, it was destroyed in the blaze. User manual warns, "do not smoke near this equipment. Keep cigarettes or burning tobacco away from the area where equipment is operated. Increased fire risk. High concentrations of oxygen can cause rapid burning of other substances."

Event description:
A patient using a c41 liquid oxygen reservoir removed his cannula to smoke. The patient placed the cannula on the floor next to his feet. The patient began smoking. The patient fell asleep and the cigarette fell into his lap and ignited his pants. A family member removed his pants and tossed them to the floor. The pants landed on the cannula. The patient suffered minor burns. The home was a total loss as a result of the fire.